Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt's body. The lesion being treated was moderately calcified, 90% stenotic lesion in a moderately tortuous right coronary artery (rca). The lesion was predilated with a 2.5 mm balloon. After predilation the physician successfully deployed a taxus express2 3.0 x 24 mm. However, as the catheter was withdrawn the shaft fractured in half outside of the pt's body. It was noted that resistance was felt reaching the lesion and upon withdrawal. No complication or injury was reported. Pt status is reported to be "satisfactory/good."